Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipment. In addition, a labeling review did not reveal any anomalies. The labeling specifies that when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control, therapy controller, and clinician programmer. At that point, stimulation will no longer be available, and surgery is required to replace the implanted non rechargeable stimulator in order to continue therapy. Therefore, in absence of device return and analysis, the most likely root cause is that the reported event is a known inherent risk of with use of the device as described in device labeling.

Event description:
It was reported that the spinal cord stimulation (scs) patient received the end of life (eol) message. There were no prior issues reported with the device or stimulation. Consequently, the implantable pulse generator (ipg) was replaced. Patient was stable post operation. The device was retained by the facility and will not be returned for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) patient received the end of life (eol) message. There were no prior issues reported with the device or stimulation. Consequently, the implantable pulse generator (ipg) was replaced. Patient was stable post operation. The device was retained by the facility and will not be returned for analysis.